Event description:
It was reported the patient is no longer receiving stimulation. The charger and programmer no longer communicate with the ipg. A new charger was sent to the patient to help resolve the issue. The replacement charger was unsuccessful. X-rays were taken and no anomalies were revealed. The patient will undergo surgical intervention on a later date. No further information is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.